Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not available and the lot number is unknown, a device analysis cannot be completed.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A system error 2367 (resume error, critical error found) was occurred during service of a homechoice device. There was no patient involved. No additional information is available.